Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported they performed two consecutive liver ablations while repositioning the antenna without completely removing it from the patient. When the antenna was removed from patient after ablation the doctor felt resistance and there was coagulated tissue sticking to the antenna tip. An immediate follow-up scan showed severe internal bleeding. There was blood loss of more than 500 cc. The patient had to be transferred to the angio suite where the bleeding could be controlled by embolization of the bleeding vessel.